Event description:
The customer reported that she was not getting her basal, and she was really close to diabetes ketoacidosis. The blood glucose reading was over 400mg/dl. The customer stated that if she tightens the reservoir, she will receive a no delivery alarm. Troubleshooting could not be performed as customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.